Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected. The reported condition of does not work was confirmed in the alarm history review as a downstream occlusion false alarm. The cause of the reported condition was due to damaged latch roller. To resolve the issue the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be submitted.